Event description:
It was reported that customer was hospitalized due to dka. Customer was vomiting. Troubleshooting was performed. Instructed customer to change out set and inject per md. Advised customer to contact md to discuss any other issues which may have caused high blood glucose.